Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: date received by manufacturer- corrected from 29-nov-2017 to 10-nov-2017 in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found the lens in two pieces/split and a tear in the optic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that the surgeon implanted a cq2015a, +19.5 diopter, intraocular lens in the patient's left eye (os) on (B)(6) 2017. During implanation the surgeon noticed the lens was cracked. The lens was removed and replaced with a same model lens, different diopter (20.0d). The reporter stated that there was no patient injury and the surgeon is very satisfied with the replacement. The cause of the event was unknown, reporter was not sure if not enough viscoelastic was used or if it was a technician error. The reporter was not able to provide any additional information.